Manufacturer narrative:
Concomitant medical device: 407452 lead, implanted (B)(6) 2006.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent capture. A fluoroscopy image showed the lead pointing straight down, and it was determined to have dislodged. In addition, the pacemaker experienced premature battery depletion. The implantable pulse generator (ipg) was removed and replaced, and the ra lead remains in use. No patient complications have been reported as a result of this event.